Event description:
Rn of home patient reported leak in twist clamp of six week old transfer set during use. Rn noted home pt set was subsequently changed. No home pt injury or medical intervention required per rn.